Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. Patient stated that upon insertion of the sensor wire, and during removal of the sensor applicator, the sensor wire remained attached to the applicator. At the time of contact, no injury or medical intervention was reported.